Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the top membrane switch and the overlay set. The unit passed extended self-testing according to MFR specifications. (B)(4).

Event description:
A report received from (B)(6) indicated the ht70 keypad was unresponsive. It was reported the 'down arrow' button and the 'alarm silence/ reset' button did not work. The device was not used on a pt at the time the event occurred.